Event description:
Additional information was received stating that there was resistance while removing the xience xpeditionstent delivery system (sds) from the anatomy. The stent had already dislodged from the sds. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the more than 75% stenosed anatomy resulting in the reported failure to advance. Manipulation of the device resulted in the reported stent dislodgement. During removal interaction with the more than 75% stenosed anatomy resulted in the reported difficult to remove. The treatment(s) appears to be related to the operational context of the procedure as an attempt was made to retrieve the stent from the artery but failed to do so. The patient was taken for immediate surgery and the stent was removed from the anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling. D10, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a more than 75% stenosed lesion in the mid right coronary artrey (rca). After pre-dilatation, a 2.75x33mm xience xpedition stent delivery system (sds) was advanced into the artery. While proceeding from aorta to rca, the stent dislodged and stuck to the proximal rca. Minor resistance was noted with the anatomy prior to the dislodgement. The sds was retrieved; however, the stent was found hanging in the proximal rca. An attempt was made to retrieve the stent from the artery but failed to do so. The patient was taken for immediate surgery and the stent was removed from the anatomy. Hospitalization was prolonged. There was a clinically significant delay in the procedure. No additional information was provided.